Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion prime/delivery and excessive no delivery tests. Access set/edit basal screen. Unit was able to change profile one in increments of 0.025 units. Unit was able to change all profiles in increments of 0.025 units as well. No basal anomaly or basal increment anomaly noted. Unit had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose of 49 mg/dl. Customer reported that when attempting to set basal rates, numbers would skip not allowing customer to enter information appropriately. Insulin pump passed self-test and displacement test. Customer was advised that insulin pump would be replaced due to basal rates skipping.